Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, a cartridge change error message occurred during the load process. Reportedly, the customer successfully loaded a new cartridge and continued to use the pump for insulin therapy. Additionally, the customer experienced difficulty charging the pump with the usb cable. Replacement cable was sent to the customer. Customer's blood glucose level ranged between 300-383mg/dl.